Event description:
Mild to moderate inflammatory reactions [inflammatory reaction] ([pain], [swelling]). 35cc of straw colored fluid [joint effusion]. Case narrative: this case is cross referred with the case (B)(4) (cluster). Initial information received on (B)(6) 2018 regarding an unsolicited valid serious case from united states received from physician. This case involves an unknown age patient who experienced mild to moderate inflammatory reactions and 35cc of straw colored fluid (latency: few days), after he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2018, the patient received intra articular hylan g-f 20, sodium hyaluronate injection (dose, frequency, indication: unknown; lot - 7rsl047, expiry date: oct-2020). On an unknown date in (B)(6) 2018, few days (7-10 days) after the injection, patient had mild to moderate inflammatory reactions. They were not the typical acute severe inflammations that the health care professional had seen. The patient came in because of persistent pain and swelling. There was no evidence of infection (erythema, adenopathy, cellulitis, fever, or chills). On an unknown date in (B)(6) 2018, few days (7-10 days) after the injection, patient had 35cc of straw colored fluid. The fluid was sent for analysis. Final diagnosis was 35cc of straw colored fluid and mild to moderate inflammatory reactions. The patient was treated with cortisone for both events. The patient outcome is reported as unknown for both events. Seriousness criteria: required intervention for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) product technical complaint (ptc) was initiated on (B)(4) 2018 for product. Batch number: 7rsl047. The reporter stated that the device complaint resulted in adverse event/handling error. Device not returned. Final investigation complete date: (B)(4) 2018. The production and quality control documentation for lot 7rsl047 expiration date oct-2020 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl047 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2018. Global ptc number and ptc results added. Text was amended accordingly.